Manufacturer narrative:
Reliability analysis was performed on one opened or used enlite sensor and found sensor retracted inside. It is unknown if the customer received sensor damage due to the device being returned opened and used. (B)(4).

Event description:
The customer reported via phone call, the customer was having issues with the sensor. The customer had inserted the sensor and it wouldn't connect properly with the transmitter. The green light on the transmitter didn't blink. Customer suspected there were issues with the sensor, removed it and found that it didn't have an electrode. This same issue reoccurred for a second sensor. Customer was concern the electrode might remain in the customer's body.